Event description:
The pt received the scs system (B)(6) 2005. It was reported the pt turned stimulation off using the magnet approx one year ago. The pt recently tried turning stimulation back on using the magnet to no avail. The pt programmer would no longer communicate with the ipg. A communication error was received. An add'l pt programmer and ipg wake-up protocol did not resolve the issue. The pt has consulted with his physician to determine the next course of action. The pt has declined surgical intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.